Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds. Additionally, it was noted there were several out of range pacing impedance measurements of greater than 2000 ohms. Technical services suggested to consider performing a lead revision. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds. Additionally, it was noted there were several out of range pacing impedance measurements of greater than 2000 ohms. Technical services suggested to consider performing a lead revision. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this lead was explanted and replaced successfully. No additional adverse patient effects were reported.